Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. The hospital retained the device.

Event description:
As reported: it was reported that the patient's right femur was revised due to non-union. A gamma3 nail was removed and a smaller stem implanted. No stryker rep was present for the revision. Rep confirmed that no further information is available."